Event description:
It was reported that a patient underwent a left hip revision approximately 3 years post implantation and a second revision approximately 5 years later due to dislocation and implant fracture. During the revision there was noted severe scar tissue, large fluid collection and a completely bare trochanter. The head and liner were exchanged with soft tissue reconstruction without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00877703204 ¿ biolox head ¿ 2777844; 65771101220 ¿ femoral stem ¿ 62636895; 00620205622 ¿ shell ¿ 62709583; 00625006550 ¿ bone screw - 62707113. Product is not returning for the investigation as the product location is unknown. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. The 1st revision was performed due to a pseudotumor, elevated metal ions, and altr. The second revision occurred due to dislocation and implant fracture of the constrained liner. During the revision, scar tissue and tissue damage was found in the joint. The head and liner were removed and replaced. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.